Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. Tgt3410/8491422 = (B)(4); tgt3710/8269937 = (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. The diameter of the aneurysm was 54.0mm. Subsequent follow-up imagings showed no issues with shrinkage of the aneurysm to 51.0mm. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 62.0mm. No endoleaks were reported. The physician elected to monitor the patient. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm further enlarged to 65.0mm. No endoleaks were reported. The physician elected to monitor the patient. According to the (B)(6), no further information is available.